Event description:
It has been reported that the end user had issues with a m41sr20b power chair moving unintentionally. The chair was reported to have jumped forward and pinned another resident to the wall. The resident said she was fine, but alter was taken to the hospital.